Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative replaced the illuminator module. The system was then tested and met all product specifications. The illuminator module was received, and a visual assessment of the returned sample revealed a shattered illuminator lamp. A visual inspection of the illuminator module confirmed the reported event, however, how, or when the reported event occurred remains inconclusive. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the illumination lamp was seen exploding during a vitrectomy surgery. The surgery was completed after replacing the console with another one. There was no harm to the patient. Additional information has been requested.